Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a blank display. The customer's reading was unknown. The customer was sent a replacement battery cap. Nothing was returned for analysis.